Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged when the stylet was pulled out. Multiple repositioning attempts were made, but were unsuccessful. The lead was removed. The patient was stable.